Event description:
Customer called to report that she had an episode of unconsciousness and she was hospitalized with a very high blood glucose level of 1290 mg/dl. Medical doctor determined that the cause of hospitalization was diabetic ketoacidosis (dka). Customer stated that she is blind and is not able to read the screen of her insulin pump very well. Therefore, troubleshooting for high blood glucose levels could not be done.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.